Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator in an off-label location, the patient undergoing an MRI procedure, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, using inappropriate tools, not using antibiotics pre-operatively, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. Additionally, infection and the patient engaging in strenuous activity have been ruled out. However, the patient is very thin, which could have contributed to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is likely due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).

Event description:
The patient reported erosion of the stimulator at the insertion site. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2022. The patient is doing fine and no further issues have been reported.